Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No devices received, log review only.

Event description:
The customer reported an over-infusion event. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed the device was in good condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that the pump module was programmed for a basic primary infusion at 59ml/hr with a vtbi of 225ml at 3:09 pm on (B)(6) 2018. At 3:10 pm, the user programmed a custom concentration secondary infusion of arsenic trioxide with a rate of 59ml/hr and a vtbi of 118ml to infuse over 2 hours. At 3:47 pm, the user paused the infusion and then restarted it at 3:48 pm. At 3:55 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 1.446ml for the primary infusion and 35.182ml for the secondary infusion. Functional testing resulted in the device delivering fluid within specification. The customer¿s report of the device ¿humming¿ was not observed during functional testing. The root cause of the customer¿s report of an overinfusion was not identified. The disposable sets were not returned for investigation.

Event description:
The customer reported that the staff on the bone marrow transplant unit set up the device at 15:15 for a two hour primary infusion of nacl 250ml at 59ml/hour and a secondary infusion of arsenic trioxide (ato) 118ml at 59ml/hr. At 15:45, the nurse returned to perform a vital sign check and noted that the entire bag of ato and half of the bag of nacl had been infused. The pump was noticed to be humming and although the infusion rate remained at 59ml/hr, the actual drip rate was infusing much faster than it was programmed to infuse. Two rn's witnessed this and did not find any obvious problems with the set-up. The physician was made aware and ordered an EKG. There was no lasting harm caused to the patient. Received a copy of the customer's cmdsnet program report from health (B)(6), which states ¿patient overinfusion intended programming: 2-hour infusion of arsenic trioxide (ato). Pump had been set to deliver drug at 59cc/hour (118cc in total) incident report: set-up checked by rn at approx. 1515. Rn returned to do vital signs at 1545 and ato bag was empty and flush bag (250cc of saline) was half empty. Pump was humming noticeably and although rate was still set at 59cc/hr the actual drip rate was much faster than it should have been. Witnessed by 2 other rns and no obvious problem detected with set-up lmbme investigation: tubing sets were discarded and were not available for investigation. Inspection of pump did not reveal any irregularities and root cause was not able to be determined."

Event description:
The customer reported that the staff on the bone marrow transplant unit set up the device at 15:15 for a two hour infusion to infuse a primary infusion of nacl 500ml at 59ml/hour and a secondary infusion of arsenic 118ml at 59ml/hr. After approximately 30 minutes, the nurse returned to the patient to find that the entire bag of arsenic and half of the bag of nacl had been infused, even though the pump was still reporting to be infusing the secondary infusion. There was no report of patient harm.

Event description:
The customer reported that the staff on the bone marrow transplant unit set up the device at 15:15 for a two hour primary infusion of nacl 500ml at 59ml/hour and a secondary infusion of arsenic 118ml at 59ml/hr. After approximately 30 minutes, the nurse returned and noted that the entire bag of arsenic and half of the bag of nacl had been infused, even though the pump indicated it was still infusing the secondary. The physician was made aware and ordered an EKG. There was no lasting harm caused to the patient.